Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rise shock impedance measurements high out of range. Technical services (ts) reviewed and provided assistance. This lead remains in service. No adverse patient effects were reported.